Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2011199. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were examined and no signs of defect could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported when using the bd syringe 2ml ls 23ga 1-1/4in dn emerald the needle was clogged/blocked. The following information was provided by the initial reporter. The customer stated: "when the nurse tried to draw the medicine, the syringe was blocked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 2ml ls 23ga 1-1/4in dn emerald the needle was clogged/blocked. The following information was provided by the initial reporter. The customer stated: "when the nurse tried to draw the medicine, the syringe was blocked."